Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative replaced the defective gas blender with a new one and sent the device back to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during setup. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
Livanova deutschland identified that the reported issue is a duplicate. Every information related to the reported issue is documented in medwatch 9611109-2018-01160.